Event description:
During laparoscopic surgical procedure, lap tissue scissors malfuncitoned. Intraoperative abdominal x-ray revealed free floating minuscule fragment. Early evaluation indicates portion of scissors missing. No identification on scissors. Attempts to identify MFR unsuccessful at present.